Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag tore upon insertion of a zxt225 20.5 diopter intraocular lens (iol) and that the lens fell into the vitreous. Therefore, the lens was removed and replace during the same surgical procedure on (B)(6) 2018. An incision enlargement was made, but no vitrectomy and no sutures were needed. There was no patient injury and the patient's visual acuity was 20/70 with no discomfort at their one day post-operative visit with the doctor. The replacement lens was model ar40e placed in the sulcus. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.